Manufacturer narrative:
The pump had a failed battery test due to a corroded battery cap contact. However, the pump was received with normal operating currents. The pump was also received with a cracked case at the display window corner and a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery test alarm. Customer's blood glucose was 143 mg/dl. Customer cleared the alarm and removed the battery from the pump. Customer then cleaned the battery contacts. Customer inserted a new battery and received a failed battery test alarm again. Customer will be sent a replacement pump and was asked verbally and in written form to return the pump for analysis.